Event description:
Info received indicates the left head siderail will not lock in the raised position.

Manufacturer narrative:
The technician found the plastic housing around the metal hinge hook was broken. Repairs have not been completed.